Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 409 mg/dl at the time of incident. Customer was not in emergency room. Customer reported that auto mode feature was not active at time of high blood glucose event. Customer treated with bolus. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.